Event description:
It was reported the stylus was bad, and a new one is needed. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that an error occurred. It was also noted that the stylus was missing and the electrocardiogram (ECG) connector was loose.